Manufacturer narrative:
An event of complete atrioventricular block was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures information from the field indicated that the patient had a block prior to the implant of the navitor valve, however that the block resolved after the valve was implanted and no arrhythmias were noted after the valve was initially placed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was chosen for implant. During the pre-balloon aortic valvuloplasty, a block was observed via electrocardiogram. Severe calcification was also observed in the patient annulus. The navitor valve was placed at a final implant depth of 2mm at the non-coronary cusp and 4mm at the left coronary cusp. After the navitor valve was placed, the block was no longer detected. At a follow-up examination in (B)(6) 2023, atrioventricular block was detected. On (B)(6) 2023, it was reported that a pacemaker was implanted due to complete atrioventricular block. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.